Event description:
Additional information was provided that there was no lead fracture visualized during the revision procedure, and lead testing was not performed during the procedure. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead fell approximately two months ago. The following day, impedances were noted to have increased. Later, the impedances increased to greater than 3,000 ohms. A revision procedure was performed, and the lead was surgically capped. To date, there have been no reported adverse patient effects related to this clinical observation.